Event description:
MFR rec'd a report from a user facility of a pt falling down some stairs when the cross brace of his manual wheelchair broke at a weld. The user's leg was later amputated above the knee, but how that was related to the incident is unclear. The facility will not permit evaluation of the device by the MFR.